Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.device available for evaluation.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Locking mechanism for the standard adaptor assembly has broken away from the inserter body.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint states locking mechanism for the standard adaptor assembly has broken away from the inserter body. The investigation confirmed that the spring had become detached from the instrument. This failure mode is attributed to user error. The complaint shall be closed with a justified conclusion and entered into the complaints system and monitored through trend analysis.